Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please provide lot number. Unk. What is the most current patient status? Recovered. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription steroids; antibiotics prescribed)? If so, please clarify. No special treatment was performed under observation. Was any quality deficiency/non-conformance noted with the suture before use, during use, during post-op examination or during re-operation if performed? No. Any pictures available of the reaction? No. After using pds plus, a debridement was performed on the part of the wound. Then, re-suturing was performed using the vicryl plus. The patient was implanted with both sutures. As a result of the dermatology examination, no special treatment was performed, and the patient was on observation. Afterwards, there is no problem with the patient's condition. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. This complaint was created as 1 ip for vicryl plus. The follow-up information mentions pds plus as well. Please provide clarification: is there a complaint for pds plus suture? Please describe the complaint. If yes, please provide product code and lot number for the pds plus suture. Is there a complaint for vicryl plus suture? Please describe the complaint. Please provide clarification on the timing of this event: is this an intra-op or post-op event? It was stated the vicryl plus suture ¿stuck out¿. Did this occur during the initial procedure? What does the suture ¿stuck out¿ mean? Please provide details. It was stated that pds plus was used and then debridement was performed. Was the pds used during the initial procedure? Did the debridement occur during the initial procedure or did the debridement occur during a second procedure/re-operation? Why was debridement required? Were there any adverse patient consequences? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name?

Event description:
It was reported that a patient underwent a knee surgery on (B)(6) 2024 and suture was used. During suturing of a wound, the suture part was stuck out. It was stated that debridement was performed additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: this complaint was created as 1 ip for vicryl plus. The follow-up information mentions pds plus as well. Please provide clarification: is there a complaint for pds plus suture? Please describe the complaint. Vicryl extrusion after pds plus and vicryl usage, but no direct complaint for pds plus. If yes, please provide product code and lot number for the pds plus suture. 3-0 pds plus used, but code was unk. Is there a complaint for vicryl plus suture? Please describe the complaint. Vicryl extrusion after pds plus and vicryl usage. Please provide clarification on the timing of this event: is this an intra-op or post-op event? Post-op. It was stated the vicryl plus suture ¿stuck out¿. Did this occur during the initial procedure? Post-op. What does the suture ¿stuck out¿ mean? Please provide details. Extrusion outside skin it was stated that pds plus was used and then debridement was performed. Yes, but pds plus was remained in patient during debridement. Was the pds used during the initial procedure? Yes. Did the debridement occur during the initial procedure or did the debridement occur during a second procedure/re-operation? Why was debridement required? Initial. Were there any adverse patient consequences? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Teenager. Name of index surgical procedure? Unk. The diagnosis and indication for the index surgical procedure? Unk. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Unk. On what tissue was the suture used? Vicryl on deimis. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Not reported special condition. How was the suture placed (interrupted or continuous)? Unk. How was the suture originally tied (multiple knots, square knot, etc.)? Unk. Please describe any medical/surgical intervention required for this suture event including dates and results. No special treatment. Observation. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No. What symptoms did the patient experience following the index surgical procedure? Onset date? Vicryl extrusion. Other relevant patient history/concomitant medications? No. What is the physician¿s opinion as to the etiology of or contributing factors to this event? No statement. What is the patient's current status? Recovered. Surgeon¿s name? Unk. I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note.